Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during pre-surgery, it was observed that two motor devices were leaking oil after being unwrapped from sterilization in preparation for surgery. According to the report, an oil like residue was noticed and remained on the motor end. There was a 20 minute delay in the scheduled surgical procedure. The case was successfully completed with a spare device. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during assessment it was noted that there was a hole in the hose by the muffler on location 1. The assignable root cause was determined to be due to wear and tear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.